Event description:
It was reported that this bur guard was in use at the time the drill overheated. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the bur guard was received for investigation and the reported problem could not be verified. Further investigation found that the bearings were rough related to extended use.